Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v operation manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center as part of the annual inspection. Upon inspection and testing of the returned device, it was observed there was residual liquid inside the distal end indicating a failure to clean properly. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the light guide lens was cracked, the distal end was shaved, the universal cord was scratched, the connecting tube had a dent and scratch, the scope connector case had a dent, the suction cylinder had no color, the air/water cylinder had no color, the switch box had a dent, and the adhesive around the objective lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.